Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25, power loss and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and found alarms in the pump history. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.